Event description:
In 2008, the lay-user/patient contacted lifescan alleging that a one touch ultrasmart meter was reading inaccurately high. The pt tests her blood glucose 7 times a day. She takes sliding-scale humalog insulin based on her meter readings. The pt indicated that she had been getting inaccurately high results since four days earlier. Since that date, the pt claimed that her meter readings were always above "200 mg/dl" which is reportedly abnormal for her. On two days prior to original date, the pt ate dinner as usual and got a bedtime meter reading of over "200 mg/dl" around 10:00-11:00 pm. That evening the pt stated that she "felt funny", but did not think it was related to her blood glucose level. Based on the result, the pt reportedly took an unspecified dose of sliding-scale humalog insulin. Between 3:00-5:00 am the next morning, the pt woke up and "felt unwell." The pt claimed that she almost lost consciousness. Her husband called the paramedics who arrived and transported her to an emergency room (ER). In the ER, the pt's blood glucose was tested on an unidentified hospital device and a result of "30 or 31 mg/dl" was obtained. Within 10 minutes, the pt tested her blood glucose on the reported meter and got a result of "227 mg/dl." The pt was treated with IV glucose and food. She was released from the ER that same day. The pt was using a correct technique for testing with the reported meter. The pt was obtaining blood samples from her fingers and cleaning the puncture sites correctly. The pt stated that she performed a control solution test that failed high. The meter, test strips, and control solution were replaced. This complaint is being reported, due to the following conclusion: the pt claimed that she developed symptoms that can be associated with severe hypoglycemia after the alleged meter issue began. In addition, the pt also allegedly received glucose treatment in an ER.

Manufacturer narrative:
Lifescan has requested the return of the subject meter, test strips, and control solution for eval, but has not yet received them. If either the meter, strips, and/or control solution are returned, lifescan will evaluate them and, if either the meter, strips, or control solution do not pass inspection, lifescan will inform FDA of the results in a supplemental report.